Event description:
Dover 100% silicone silver-hydrogel coated foley tray with coude tip. (18fr/ch (6.0mm), 5ml catheter pre-connected to 200ml drainage bag with adhesive catheter securement). Clc staff member inserted coude catheter. After insertion of catheter, staff member noticed tear in catheter. Catheter removed and a different catheter inserted without complications. No adverse event occurred at time of event. (I have a photo of the product but unable to upload). FDA safety report ID# (B)(4).